Manufacturer narrative:
According to the information provided, the system did not pass the test due to a broken spoon cable, which was broken by the user and is therefore considered out of warranty. The customer was then provided with a quote for repair. However, the customer did not accept the quote. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was caused due to a broken spoon cable, which was broken by the user. The reported problem was confirmed.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the system did not pass the test as its spoon cable was broken. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.